Manufacturer narrative:
H10: two (2) actual devices and photographs of the samples were provided for evaluation. Visual inspection of the photographs identified leaking from the ports. Visual inspection of the actual samples was performed which did not easily identify leakage on the bags. Functional leak testing was performed on the actual samples and a leak was identified from the spike port bonding areas on both samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) exactamix 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.